Manufacturer narrative:
Device evaluation: visual analysis of the photographs identified: broken device. Device analysis performed through photographs, due to the impossibility to perform microscopic analysis it is not possible to determine the most likely failure mode.

Event description:
Patient reported a rupture and pain diagnosed by ultrasound; "ultrasound shows leakage and is extremely painful." This relates to the left side. Patient additionally reported events of ¿worries me a lot¿, causes me discomfort¿, and ¿I am still left silicone in my breast and lymph". Mammogram findings: "there is both intra and extra capsular rupture of the left breast implant. One silicon affected node can be seen at level I on the left side." Device has been explanted.

Event description:
Mammogram findings: "there is both intra and extra capsular rupture of the left breast implant. One silicon affected node can be seen at level I on the left side." Device has been explanted

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non conformances noted.

Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted.

Event description:
Patient additionally reported events of ¿worries me a lot¿, causes me discomfort daily¿, and ¿I am still left silicone in my breast and lymph".

Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Patient reported rupture and pain diagnosed by ultrasound; "ultrasound shows leakage and is extremely painful." This relates to the left side. Device remains implanted.